Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch report will be provided when the investigation is completed. (B)(4).

Event description:
It was reported that a battery was found defective due to the acid leaking out. There was no pt injury reported at the time of event. (B)(4).